Event description:
It was reported the patient had the inflatable penile prosthesis cx 12 cm single cylinder, pump, and reservoir removed due to unspecified reasons. A new inflatable penile prosthesis consisting of a right cylinder, pump, and reservoir was implanted. Additional information received indicated the reason for the revision was due to a loss of function. The patient experienced erectile dysfunction a few months prior to the revision surgery. The explanted device was originally implanted in 2013.